Event description:
This lead was capped on (B)(6) 2017 due to intermittent loss of capture and inappropriate shocks. The ICD was replaced at the same time. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.